Event description:
It was reported that while in the hospital, the patient¿s implantable cardioverter defibrillator (ICD) failed to detect a ventricular arrhythmia that was captured on a telemetry recording. The patient lost consciousness and fell to the floor. Upon interrogation, the ICD showed no record of the episode. All sensing and programmed parameters were evaluated with normal results and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Patient fall due to loss of consciousness. (B)(4). A 5076 implantable pacing lead, (B)(6) 2009. A 6947 implantable tachy lead, (B)(6) 2006.